Manufacturer narrative:
(B)(6). The device used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. A review of manufacturing records for the reported lot number 2027097 found no non-conformances or anomalies during manufacturing process related to the reported event. Review of complaint history of the reported lot number 2027097 for the past 3 years found no other similar complaints. Visual inspection under magnification of the wand shows detachment of the complete screen with contamination/discoloration and scratch/scuff marks on the spacer and return electrode. There is also a chunk of plastic missing on the spacer. During functional evaluation the device excites plasma only on one remaining stub of the electrodes; the suction line was tested and performed as intended. The device met all specification upon release into distribution. The complaint was verified with several root causes that could have contributed to the reported event. Factors unrelated to the design or manufacture of the device which could have contributed to the complaint event includes: mechanical displacement of tissue through applied force, enlarge a surgical site or, gain access to tissue as this may result in a damage to the device, and/or leading to patient injury, fluid management, device tip hitting a metal surface such as a cannula. There are no indications to suggest the device did not meet product specifications upon release into distribution. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during a hip arthroscopy, the super multivac 50 icw wand was not working in the ablation mode. The allegation was noticed at the very beginning of the case as using the wand to make the entry hole a little bigger into the hip joint, and notice the wand was not working at all in the ablation mode. No error messages from the console, the theatre tech swapped the console, but same issue still present. In the end a new wand was used and it worked fine. Surgery was not significantly delayed. The patient was not harmed. Results of investigation have concluded that the wand showed detachment of the complete screen which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.